Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device multiple parts has been already replaced by us team and it has now come back with a lifted keypad. There was no patient involvement.

Manufacturer narrative:
Omit: c20 no findings available, d15 cause not established. Additional information: if other specify, imdrf annex a,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Please note that the suspect device was not returned for investigation; however, one (1) photo was provided of a pca module with the top layer of the keypad laminate overlay separated from the front cover along the top left side of the scrolling display cutout. The customer¿s report that the pca module with the top layer of the keypad laminate was confirmed through the provided photos. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the device multiple parts has been already replaced by us team and it has now come back with a lifted keypad. There was no patient involvement.